Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
This narrative was taken, in part, from the admitting h & p: this patient was transferred to the hospital yesterday from an outside hospital after having multiple ICD shocks while at work. The patient states that she had multiple shocks to her chest while at work and at rest. Originally, the patient was taken to the outside hospital where the ICD was interrogated, then turned off. She was transferred via ambulance, to this facility for lead extraction.====================== health professional's impression======================the sprint fidelis lead fractured, creatining noise, which the ICD misinterpreted as being ventricular fibrillation. The ICD then delivered multiple inappropriate shocks to the chest which has the potential to cause severe emotional trauma (i.e. Post traumatic stress disorder).====================== manufacturer response for lead, sprint fidelis======================no response at this time.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the jaws would not open, unknown if the device was on tissue. Another device was used to complete the case with no patient consequence.